Event description:
It was reported that the patient's implantable pulse generator (ipg) was oversensing atrial flutter on the ventricular channel as evidenced by short v-v counts, inhibition of right ventricular (rv) pacing, and noise. It was also reported that there was far field r-wave (ffrw) oversensing leading to syncope. Reprogramming was performed and the ipg remains in use. Upon further review, the patient's right ventricular (rv) lead and right atrial (ra) leads were later capped and the rv lead replaced due to decrease in lead impedance and crosstalk inhibition with both leads. It was reported that the ra lead was not replaced, and the atrial port of the ipg plugged, due to chronic atrial fibrillation (af). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.